Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2013 and the battery was charged to 3.780 volts. On 13-may-2013 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge.

Event description:
The company representative (rep) additionally reported that there was no failure/malfunction of the device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext , product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported inadequate pain coverage. The patient needs further spinal surgery. The implantable neurostimulator (ins) was explanted and not replaced. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.